Event description:
A cartridge change error was reported for the pump, and there was no adverse impact on the customer's blood glucose level. The customer was guided through inspecting the cartridge and pneumatic tap area, filling a new cartridge, and attaching it to the pump; however, the issue persisted even after further troubleshooting. Consequently, the customer service team escalated the issue and decided to replace the pump. The customer was advised on how to return the defective pump, set up the replacement, and ensure continued insulin delivery using an alternate method until the replacement pump was received.